Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the tip of the preloaded intraocular lens (iol) device was defective that it would not advance. There was contact with the patient's operative eye, however, no information was provided regarding the extent of patient contact. No further information was available.

Manufacturer narrative:
Correction: section h6: medical device problem code: in initial report, the medical device problem code should have also included: 2983 - mechanical jam additional information: section h3. Device evaluated by manufacturer? Yes device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.